Manufacturer narrative:
The adhesive pad was not returned with the device. The exposed portion of the soft cannula was observed to kinked. During investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run. No damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Patient's mother reported that bg levels remained high despite delivering 3 boluses (0.5 to 1 unit each). Trace ketones were also present. As treatment, pod was removed and a manual injection of insulin (1 unit) was delivered.